Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
It was reported that upon interrogation of the device, an alert for max charge time had been reached was displayed while still in the box. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.e3 company representative.